Event description:
Arthritis (infection of the injected knee).

Event description:
Arthritis. A patient got an injection with artzal in their left knee, because of knee arthrosis. Cleaning was done according to accepted routines. Two days after the injection the patient sought the emergency ward because of pressure-induced pain, swelling and redness in left knee. Crp increased (108). The patient was transferred to orthopedic clinic. Arthrocentesis and treatment with antibiotic. Arthrocentesis showed presence of alpha hemolytic streptococcus. Patient was transferred to infection clinic and treated with i.v. Antibiotic. In spite of adequate antibiotic treatment the pain continued and there was a recurrent swelling in knee joint, synovectomy of left knee. The patient is free of fever, walks with crutches and in good condition at discharge.